Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch report# (B)(4).

Event description:
User facility medwatch report# (B)(4) received reporting: describe event or problem: relevant tests/laboratory data, including dates: patient received a transcatheter aortic valve replacement (tavr) during procedure which went as planned. While closing the groin access site in the left femoral artery, a complication occurred resulting in the patient having significant bleeding from the site. Doctor was present and intervened immediately. Bleeding was controlled with balloon tamponade and manual pressure. Vascular surgery was called promptly and the decision made to take the patient to the or to repair the artery. After review it was determined that is was a failure of the closure device. Subsequent to the receipt of the user facility medwatch report, additional information was received. It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a transcatheter aortic valve replacement (tavr). Reportedly, the tavr procedure went as planned. While closing the groin access site in the left common femoral artery, the foot of the prostyle device did not properly retract and when extracting the device a perforation of the artery occurred. The perforation resulted in the patient having significant bleeding from the access site. The physician intervened immediately. Bleeding was controlled with balloon tamponade and manual pressure. Vascular surgery was called promptly and the decision made to take the patient to the operating room (or) to repair the artery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of perforation and hemorrhage are listed in the electronic perclose prostyle instructions for use (eifu), as possible adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are known adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.